Event description:
It was reported that the system would not power up (boot up).

Manufacturer narrative:
Ge rep evaluated the system and found a tripped circuit breaker the rep reset the breaker, tested the system, the system works as intended.